Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder arthroscopy the tip of one device became detached. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update dw 14-jan-2025: further information was provided that the tip of the device was retrieved out of the patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the half of the active electrode was bent/detached from the tip of the device. The suction tubing assembly and the cable and connector assembly were cut. The suction tubing assembly and the cable and connector assembly were cut. Functional testing was not performed due to the damage to the device. The cause of the reported failure is product design/engineering. Material (316l ss) of the active electrode may yield when subjected to forces encountered during surgery and the design allows for a small gap between active electrode and ceramic components, which may contribute to the electrode bending during use addressed on ncr-27076.